Event description:
Reportable based on device analysis completed on 02-mar-2022. It was reported that balloon leak and stent failure to deploy occurred. The target lesion was located in the iliac artery. A 10.0x30x135 cm express ld vascular stent balloon catheter was selected for use. However, during preparation, the balloon was leaking gas and the stent could not release. There procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a pinhole.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device eval by MFR: an express-vascular ld was received for analysis. An examination of the returned device identified that the proximal end of the balloon had been partially inflated. A visual examination identified a pinhole in the balloon material located at the proximal markerband. No other issues were noted with the balloon. An examination found the stent to be crimped in the correct position on the balloon. The first two rows of proximal stent struts had been partially dilated due to the partial balloon inflation. The stent could not be fully deployed due to a pinhole in the balloon material. No other issues were noted with the stent. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident.